Manufacturer narrative:
(Secondary surgery), (pigment dispersion) - evaluation results: a lens work order search was performed and no similar complaints were found within the work order.

Event description:
Received info from an article in the november 2008 issue of cataract & refractive surgery today. The patient had a significant degree of hyperopia and the surgeon decide to implant an acrysof lens in the lens bag and an aq2010v silicone three piece lens in the ciliary sulcus of the patient's left (os) eye. One week post-op, the patient had a visual acuity 20/50 and the iop was 15mm hg. The anterior iol showed some pigmentary deposition on its anterior surface. Two weeks post-op, visual acuity was 20/100, and pigmentary deposition was more significant. Also noted possible early intralenticular fibrosis. Iris appeared to have vaulted froward and the angles were nearly closed. Iop, however, remained normal. The surgeon attempted an nd: yag laser disruption of the intralenticular membrane. The procedure was successful, but resulted in some pitting of the iol. One day following procedure, the ucva measured 20/60 but patient was satisfied with results. Over a period of a year, the iop slowly rose into range of 30mm hg. Clearly, the sulcus-placed iol continued to be in broad contact with the iris and it was causing pigmentary dispersion and progressive anterior synechial closure of the angle. The iol was explanted to prevent complete angle closure. After lens explant, the iop decreased to 22 mm hg and the cornea remained somewhat edematous with 1+ to 2+ folds. The surgeon stated this was a patient related event.